Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the pump¿s bolus history was incorrect; the dates in the history were incorrect and the bolus history from 05/27/2014 was reportedly missing from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/17/2014-device evaluation:the pump has been returned and evaluated by product analysis on 07/08/2014 with the following findings:a review of the bolus history and black box verified that no boluses were performed on 5/27/2014. The dates in the bolus history were out of order due to an unrelated time/date issue. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The complaint could not be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.